Manufacturer narrative:
Correction to g2 to add the foreign country switzerland. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Customer cds checklist are listed below: pretreatment- unoflush endoact- detergent solution endodis/sekusept- disinfectant cleaning brush ¿ fujifil raccon 2 device was received and evaluated. During a microbiological test at the institute for hygiene and environment in (B)(4) no germs have been found on this instrument. All channels have been checked without finding any germs. Olympus (B)(4) subsidiary for hmi (hygiene microbiological investigation) examination revealed all test results passed in accordance with ¿rki-bfarm- guideline. Device physical inspection found bending section worn out and impact on auxiliary plug. In addition, cracked on light guide observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device was contaminated. Laboratory test detected the device suction channel tested at 4.8 cfu/ml of pseudomonas aeruginosa on (B)(6), 2021. Another sample took and tested on (B)(6), 2021 for the same device and results tested positive for the device suction channel at 0.97 cfu/ml of enterococcus faecium. The device was placed into quarantine. There are no reports of patient infection or harm associated on this reported event.